Manufacturer narrative:
Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated lactate dehydrogenase result generated on the architect c16000 processing module for one sample. The following data was provided: (B)(6) 2021 sid (B)(6) initial result = 473 u/l, repeat = 214 u/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced multiple parts including the bulk solution valve assembly. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed zero additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the vlv assy, bulk soln (rohs) did not identify any trends. A review of tracking and trending for the architect c16000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the vlv assy, bulk soln (rohs) or the architect c16000 processing module for serial (B)(6) was identified.